Manufacturer narrative:
Patient information unknown not provided. If implanted, give date: not applicable,./ unknown. If explanted, give date: not applicable, ./ unknown. Reporter telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) was broken. It was reported that there was no patient contact. The material is not available for investigation. No other information was provided.